Event description:
It was reported that the bd ultra-fine¿ pro pen needle was difficult to operate, and experienced leakage. The insulin pen cannot be pushed through properly. When I unscrew the needle, the injected insulin runs out between the pen and the screwed-on needle, so that it does not reach the tip at all and I only get a very small amount into the body.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was difficult to operate, and experienced leakage. The insulin pen cannot be pushed through properly. When I unscrew the needle, the injected insulin runs out between the pen and the screwed-on needle, so that it does not reach the tip at all and I only get a very small amount into the body.